Event description:
During an attempted novasure endometrial ablation procedure, the physician had difficulty seating the device. The procedure was abandoned and a perforation in the fundus was confirmed on post hysteroscopy. No treatment was needed for the perforation and the patient was discharged at home. On (B)(6) 2010, it was reported that the patient has been seen on f/u and was "fine". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot and serial numbers. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilatation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).